Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient's friend or family member reported on (B)(6) 2015 that the patient could never adjust the "electric shock sensation" since they were implanted. The patient could not function with it, so they turned the stimulation off. The patient also reported that they had not used the stimulator in over one year, noting (B)(6) 2014. The device had not been charged in two years. They tried to connect to their recharger in (B)(6) 2015, but were not able to. A manufacturer representative (rep) noted an overdischarge event, and stated that the patient did not have plans for replacement surgery or for a physician mode recharge (pmr) to be done. A supplemental report will be submitted if additional information is received.